Event description:
The ge oec 9800 fluoroscopy system intermittently would not make x-rays. There were reports of the system making a "beeping" noise, but not producing an image.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable that was replaced to repair the intermittent malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.